Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2018, the patient was assaulted when they tried to help another individual. It was noted the patient could not recall the exact date of the assault due to a historical traumatic brain injury they had prior to the assault. That individual assaulted the patient by hitting the patient with their bag, which had a laptop in it. The laptop hit the ins site, so the patient suspects the ins became damaged from the assault and was requesting device information for a potential lawsuit against the assailant. The ins pocket site became bruised, sensitive and painful. When they got hit, they felt a sharp pain immediately in their right eye. It was noted the ins was implanted for controlling eye pain. Prior to the assault, the patient had excellent coupling, but since the assault their coupling has typically been around 2 bars and hasn't been able to get more than 4 bars. After the assault, the patient recharged for 24 hours straight, and has reported having to charge too often. The rep checked the patient's programmed settings and therapy impedances. They reported the patient had 4 active programs with "heavy" programmed settings, which included: p1 = neg 0,2,4 pos 8,10,12. P2 = neg 8,10,12,14 pos 0,2,4. P3 = neg 0,2,4 pos 5. P4 = neg 8, 9, 10,11,13 pos 0,1,2,3. Impedances were: p1 270, p2 264, p3 627, p4 222 ohms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on december 10, 2018. They reported that their ins was not working, and they have been in a lot of pain. They have also experienced an increase in voltage since the assault. They also reported their lawyer had called to obtain the engineering records for the ins in order to prove the ins was damaged by the assault. Patient services informed the patient that a contact for the lawyer to reach out to would be determined and then will be told who they can contact to obtain the necessary information. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the friend/family member of a patient on 2018-dec-26. They were calling to request the stimulator data because the manufacture representative (rep) told them that they need to speak with engineering to get the data. The rep also responded indicating that they told the rep to contact patient services per technical services recommendation. No further complications were reported/are anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a275 serial# (B)(4) implanted: (B)(6) 2015 product type lead. Product ID 977a275 serial# (B)(4) implanted: (B)(6) 2015 product type lead. Product ID 977a290 serial# (B)(4) implanted: (B)(6) 2015 product type lead. H6: conclusion code 67 applies to the ins and conclusion code 22 applies to the leads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via manufacturer representative. It was reported that the patient wanted to confirm that something happened to the device after the assault. The manufacturer representative reviewed that there was no charging data on the report prior to the incident on (B)(6) 2018. The patient was directed to get their medical records before and after the assault. It was further reported that the patient had scans on (B)(6) 2019 and stated that the whole system broke after the assault. The patient reported that the leads were ripped out of their back and moved to their neck. The patient was in 10/10 pain and mentioned that they had a kit. The patient clarified this was a ¿suicide kit¿ but declined the offer to talk to someone regarding it. It was noted that the patient needed a replacement but couldn¿t get in until april, so they were advised to contact the facility to see if they could be put on a wait list. No further complications were reported or anticipated.

Event description:
The mdt file was received from the manufacture representative (rep) on (B)(6) 2018. The mdt data file will show the engineers some abnormalities, but as of now, it appears that the patient had 5 poor coupling events, with one in between with average coupling. So it appears that the ins is taking a charge (however, lower coupling than before the incident based on patient feedback). Key observations of the file include that the patient has had stimulation on since september 5th. Charging events in the buffer cover 10/20 (3 charge sessions), 10/21 (1 charge session), and 10/24 (1 charging session). Judging from the total current, the patient was definitely not getting very good coupling overall during 5 of these sessions. The exception to this would be the 10/20 session that lasted 4 hours when the charge level went from 3.735 volts to 3.995 volts. This would have been charging from 25% to 100% filled battery but they would have been a little below getting the sweaty ins icon. This would have involved pretty good coupling, like 4-6 bars. The patient called patient services on (B)(6) 2018 to request the data. Patient services reviewed to have their lawyer request this information but the patient said their lawyer wouldn¿t. Patient services reviewed that the patient¿s request will be escalated to the appropriate department. Additional information was received from the rep on 2018-oct-26. The rep confirmed that the traum atic brain injury was due to an underlying condition from a previous incident before the ins was implanted. The stimulator was implanted to help with chronic right eye pain caused by the traumatic event. No additional information regarding the coupling issue or increased charging frequency was determined at this time. They are currently trying to find out the source of the charging issue, which preliminarily looks like a coupling issue. They may suggest to the surgeon the possibility of a pocket revision if the battery is tilted in the pocket. Otherwise, they are awaiting further information from the MDR file. The pain in their right eye was not sustained and resolved soon after. The patient reported that it was an initial sudden pain as the battery was struck. Any visible bruising has been resolved. However, the patient believes there is still a bruise beneath the battery. The patient reports that their pain has mostly resolved at this point. This information was provided by the healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension; product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results of the ins ((B)(4)) found the ins was functioning within specifications, but had reduced capacity due to o verdischarge(s). Analysis of the lead ((B)(4)) found the outer insulation of the lead was twisted. Analysis of the other lead ((B)(4)) found the lead was segmented, but electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via manufacturer's representative. The patient reported that their battery was injured during a physical exchange with an unknown person. Patient stated he could feel the battery was dented inside his body. Patient claimed the battery was taking a really abnormal time to charge. Patient also claimed that the lead migrated. Patient's battery was discharged on the day of surgery. The ins/leads were explanted and will be returned. Issue is resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal investigator. It was reported that the patient's ins battery went dead. The caller said that there was an assault and the ins broke as a result. The caller was directed to the healthcare professional to interrogate the ins. No furthercomplications were reported/anticipated.

Event description:
2018-dec-19 _e3, crts 3778541, crts 3800768 (rep): additional information was received from the rep. They reported that no further diagnostics have been completed since november 16, 2018. They were scheduled to meet with the patient on december 19, 2018, but the patient was an hour late, so they had to reschedule. The rep also spoke with technical services, and they reviewed recharge information that was on the mdt file, which did not reveal anything significant to help diagnose an issue with the ins. It was determined that the patient was able to fully recharge. Based on the session report, there was not a short in the system that would have caused the ins to drain abnormally. The rep was encouraged to meet with the patient to obtain recharge data from their recharger for the most recent 6 charging sessions in order to determine if the coupling and charging times were normal. It was also suggested to perform a recharge interval calculation to address depletion concerns. The rep stated they will provide updates as they get additional information. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep. The hcp told the rep that no diagnostics had been performed to determine the orientation of the ins and no surgical interventions had been planned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.